Event description:
It was reported that during a right hemicolectomy procedure the trigger was locked and it was not possible to close it. The surgeon reopened the stapler, relocated the tissue and reclosed the jaws. The stapler fired the clips but it didn't cut, so the surgeon used another stapler but also this one gave the same problems. The procedure was completed with a monopolar device and sutures. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information was requested and the following was obtained: the event states, the trigger was locked and it was not possible to close it. The surgeon re-opened the stapler, relocated the tissue and reclosed the jaws please verify, was the issue with the closing trigger or the firing trigger? The device cut and did not staple on what tissue type was the device used? At what location on the tissue? Colon dx. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. The analysis results found that the device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.